Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a physician via a sales representative, concerns a (B)(6) female patient of unknown ethnicity. Medical history was not provided. Concomitant medications included insulin glargine for treatment of type 1 diabetes mellitus. The patient received insulin lispro (humalog) cartridge, 30iu daily (divided in three unspecified doses, after breakfast, lunch and dinner), unknown route of administration, for treatment of type 1 diabetes mellitus, beginning in 2014. On (B)(6) 2017, unclear time after beginning treatment with insulin lispro via humapen savvio unknown color (unknown lot number), the patient experienced diabetic ketoacidosis, which was considered serious by the company due to medically significant reasons, with symptoms reported as nausea, vomiting and myalgia and, due to this, the patient was hospitalized in the same date. It was provided that the patient denied diet changes or recent diagnosis of infection. Also on (B)(6) 2017, the glycaemia of the patient was at 468 mg/dl (reference range not provided and arterial blood gas exam results of ph 7.21 and bicarbonate of 6.9 (units and reference range not provided). On (B)(6) 2017, the glycaemia of the patient was at 351 mg/dl and blood gas exam results were ph 7.12 and bicarbonate of 4.6. During the hospitalization, the mother of the patient noticed that the device was obstructed (associated with (B)(4)). The patient received an unspecified treatment for the diabetic ketoacidosis and recovered from this event. The patient was discharged from the hospital on (B)(6) 2017. Insulin lispro treatment status was unknown. It was unknown who operated the device and if this person was trained. This device model and the reported device have been used for unknown period of time. The return status of reported device was not provided. The reporting physician stated that ketoacidosis occurred as a consequence of a possible device malfunction. No other assessment of relatedness was provided. Update 23aug2017: additional information received on 14aug2017 from call center which contained duplicate information; no new information was received. Additional information received on 21aug2017 from initial reporting consumer. Added patient's age. Removed human insulin regular as suspect drug and added insulin lispro. Replaced serious event of ketoacidosis for serious event of diabetic ketoacidosis, along with symptoms related to this event. Added additional information regarding hospitalization and exams; insulin lispro dose, frequency, indication for use and start date. Narrative and corresponding fields were updated accordingly. Edit 24aug2017: upon review, the update statement written on 23aug2017 was amended to clarify medically significant date. Update 31aug2017: no new information was received on 30aug2017. Update 08sep2017: updated medwatch fields for expedited device reporting. No new information was added.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 18sep2017. No further follow-up is planned. Evaluation summary: the physician reported on behalf of a female patient that the patient's humapen savvio device clogged. The physician tested the device with a new needle and it remained obstructed. The patient experienced diabetic ketoacidosis. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a physician via a sales representative, concerns a (B)(6) female patient of unknown ethnicity. Medical history was not provided. Concomitant medications included insulin glargine for treatment of type 1 diabetes mellitus. The patient received insulin lispro (humalog) cartridge, 30iu daily (divided in three unspecified doses, after breakfast, lunch and dinner), unknown route of administration, for treatment of type 1 diabetes mellitus, beginning in 2014. On (B)(6) 2017, unclear time after beginning treatment with insulin lispro via humapen savvio (red), the patient experienced diabetic ketoacidosis, which was considered serious by the company due to medically significant reasons, with symptoms reported as nausea, vomiting and myalgia and, due to this, the patient was hospitalized in the same date. It was provided that the patient denied diet changes or recent diagnosis of an infection. Also on (B)(6) 2017, the glycaemia of the patient was at 468 mg/dl (reference range not provided) and arterial blood gas exam results of ph 7.21 and bicarbonate of 6.9 (units and reference range not provided). On (B)(6) 2017, the glycaemia of the patient was at 351 mg/dl and blood gas exam results were ph 7.12 and bicarbonate of 4.6. During the hospitalization, the mother of the patient noticed that the device was obstructed (product complaint number (B)(6) /lot number unknown). The patient received an unspecified treatment for the diabetic ketoacidosis and recovered from this event. The patient was discharged from the hospital on (B)(6) 2017. Insulin lispro treatment status was unknown. It was unknown who operated the device and if this person was trained. This device model and the reported device have been used for unknown period of time. The suspect device was not returned to the manufacturer. The reporting physician stated that ketoacidosis occurred as a consequence of a possible device malfunction. No other assessment of relatedness was provided. Update 23aug2017: additional information received on 14aug2017 from call center which contained duplicate information; no new information was received. Additional information received on 21aug2017 from initial reporting consumer. Added age of patient. Removed human insulin regular as suspect drug and added insulin lispro. Replaced serious event of ketoacidosis for serious event of diabetic ketoacidosis, along with symptoms related to this event. Added additional information regarding hospitalization and exams; insulin lispro dose, frequency, indication for use and start date. Narrative and corresponding fields were updated accordingly. Edit 24aug2017: upon review, the update statement written on 23aug2017 was amended to clarify medically significant date. Update 31aug2017: no new information was received on 30aug2017. Update 08sep2017: updated medwatch fields for expedited device reporting. No new information was added. Update 18sep2017: additional information received on 15sep2017 from the global product complaint database. Recoded suspect device from humapen savvio (unknown color) to humapen savvio (red) device. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(6) (EU/(B)(6)) device information and device return status to not returned to manufacturer for (B)(4) relating to humapen savvio (red) device. Corresponding fields and narrative updated accordingly.